Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibia impaction block cracked during impaction.

Manufacturer narrative:
Examination of the submitted impactor confirmed the device has fractured along the initiation slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. Based on the determination of misuse through mis-alignment as the root cause, the need for corrective action was not indicated. Monitor through trend analysis sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.